Event description:
Information was received from a healthcare professional via a manufacturer representative regarding a patient receiving baclofen 500 mcg/ml at 50mcg/day via an implanted pump for intractable spasticity and post spinal cord injury. In (B)(6) 2016 the patient experienced an infection at the pocket site that resulted in explant. The device was explanted (B)(6) 2016 and a new device was planned to be placed (B)(6) 2016. The patient had been on antibiotic therapy since explant and the physician now believed they were ready for a new implant. The infection was resolved at the time of report and the patient was noted to be alive with no injury. The representative was unaware of any diagnostic or troubleshooting that was performed. The healthcare professional indicated the cause of the infection was no determined but it happened immediately post-operatively and was likely a post-operative complication/wound infection.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.